Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a subpec biceps tenodesis procedure the surgeon was using the ar-1662s-1 biceps tenodesis implant system. Upon inserting the swivelock, the swivelock broke in half. The rep reported the surgeon removed the broken portion of the implant, and tugged on the suture to test fixation of the remaining swivelock that was remained in the tunnel. The remaining portion of the swivelock proved to be secure and was holding the tendon in the drill hole. The surgeon was content with the outcome of the repair and the case was completed. The retrieved broken portion of the swivelock was discarded.